Manufacturer narrative:
H6: investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no overfill issues identified. In addition, 10 retention tubes were draw-tested, and all tubes were within fill specification limits. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Bd was unable to confirm the customer¿s indicated failure mode of overfill. Bd was unable to identify a root cause for indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use, when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that a patient tube was overfilled. No health impact or consequence reported.